Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2024. During the procedure, the handle was broken. The procedure was completed with another trapezoid rx basket. No known patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: investigation results: the returned trapezoid rx lithotripter basket was analyzed, and a visual analysis observed that the guide side car rx was torn and pushed back at 10 mm. The reported event was not confirmed. The side car rx had been pushed back due to the amount of force applied on the thumb ring from the handle, which caused the working length to retract itself, pushing back the side car rx. Also, it possible with the physician technique and the tortuosity of the procedure made the side car rx torn at the beginning of the side car rx guidewire channel. Based on all available information, adverse event related to procedure was selected as the most probable root cause.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2024. During the procedure, the handle was broken. The procedure was completed with another trapezoid rx basket. No known patient complications were reported as a result of this event.